Event description:
The customer reported error conditions of voteouts (non-numeric replacement flags) and partial aspiration errors were obtained for all samples when using the coulter hmx hematology analyzer with autoloader. The customer performed routine troubleshooting with beckman coulter customer technical support, however, the issue was not resolved. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On 12/19/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced a worn bsv (blood sampling valve) and actuator mechanism to resolve the reported issue. The fse verified mode to mode matching and updated the calibration factors as part of the bsv replacement process. The customer to perform final calibration verification. (B)(4).